Manufacturer narrative:
Event site postal code: (B)(6). Product returned, but under investigation the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab was unable to inflate. A reflux of blood and was also seen found in iab. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The guide wire and one-way valve were also returned. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Additional reporter: mr. (B)(6). Complaint record ID # (B)(4).

Event description:
It was reported that three minutes after inserting the intra-aortic balloon (iab), the console generated an alarm and the iab was unable to inflate. A reflux of blood and was also seen found in iab. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.